Event description:
It was reported that the tip broke off during a case. It was confirmed that all pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed alleged failure: tip break. Probable root cause: tip breaking due to design or manufacturing of electrode or ceramic: electrode design welded electrodes- incomplete weld, weld too small, not located correctly. Mim electrodes-variability in electrode material mixture, internal micro cracks, excessive re-grind, tool wear or rework laser-variation in cnc control, loose threads or motor off, or laser focus off etch-over or under-etching. Voids in ball-forming process. Ceramic design: variation in material mixture of ceramic, manufacturing workmanship errors, excessive glass binders leading to fractures. Use error. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke off during a case. It was confirmed that all pieces were retrieved and the procedure was completed successfully.